Event description:
It was reported that stent dislodgement occurred resulting in suboptimal placement. The 70% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.25 x 8mm synergy xd drug-eluting stent was selected for use and was advanced through the struts of a previously stent implanted from the left main to the circumflex. However, when the synergy xd was pushed through the implanted stent struts, the stent came off the balloon and was implanted in a suboptimal manner. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).